Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c on (B)(6) 2014, bleeding intermenstrual (heavy vaginal bleeding clots cramping had recent essure for contraception.), pelvic pain (present illness: pelvic pain), allergy to metals, uterine fibroid, ovarian cyst and menometrorrhagia. Upt neg. Bcm diaphragm. Concomitant products included (B)(6), fluoxetine, fluoxetine hydrochloride (prozac), hydroxyzine hydrochloride and imiquimod (aldara). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 year 5 months after insertion of essure. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced allergy to metals ("nickel allergy/allergic or hypersensitivity: nickel") and rash ("rashes or skin conditions: rash to face, arms, hands"). The patient was treated with surgery (novasure ablation,d&c, removal of essure device bilaterally). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, vaginal haemorrhage, dysmenorrhoea and allergy to metals outcome was unknown and the rash had resolved. The reporter considered allergy to metals, dysmenorrhoea, menorrhagia, rash and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported from patient¿s medical record : confirming- dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2019: pfs and mr received: previously reported event ¿injury to herself¿ is replaced by ¿abnormal bleeding (menorrhagia)¿, new events-¿ abnormal bleeding (vaginal), dysmenorrhea (cramping), nickel allergy/allergic or hypersensitivity: nickel and rashes or skin conditions: rash to face, arms, hands¿, concomitant drug, medical history added and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.